Event description:
On (B)(6) 2009, patient reported his infusion device was submerged in water approximately 1 year ago. He stated he jumped in the lake with the infusion device attached. Patient reports several months after the infusion device was submerged in water, he noticed a dark/black area on the infusion device screen. Patient reports he can occasionally see numbers depending on how the device is held; otherwise the area is dark. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.